Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b26089 and h13b13061 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient died. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Event description:
This is report 3 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for six days. The patient was treated ceftazidime (dose, route unknown). Pd catheter pulled and the patient placed on hemodialysis. Per the rn and patient, no defective packaging or dry minicap was observed. The cause was unknown. Per the rn, these events were unrelated to baxter devices or solutions.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that the event of patient death was reported in error.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).